Event description:
Limb was inserted into patient. Dr broussard commenced deployment, and nothing moved he removed the system and inserted another device that deployed correctly. Patient outcome - "patient left the or."

Event description:
Limb was inserted into patient. Dr. (B)(6) commenced deployment, and nothing moved he removed the system and inserted another device that deployed correctly. Patient outcome: "patient left the operating room."